Manufacturer narrative:
Concomitant medical products: dvbc3d1 ICD, implanted: (B)(6) 2020; esbf2514c103e stent, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high unstable thresholds and high impedance. The lead was suspect of a fracture. The lead was reprogrammed until lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.